Event description:
A user facility reporting through a medwatch, "there were 11 (1/2 x 6) neuro strips in a package when there should have been 10. This is an item used in surgery that is counted."

Manufacturer narrative:
A user facility reported through a medwatch report, "there were 11 (1/2 x 6) neuro strips in a package when there should have been 10. This is an item used in surgery that is counted." Deroyal industries, inc. Requested return of the device, however it was stated that it was unavailable for return. A supplier corrective action request (scar) was issued to the supplier, (B)(4). This investigation is not complete at this time. No further information is available at this time. We will provide follow up report when additional information becomes available.